Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.